Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99307 supplemental rationale corrected data: h11. 3 previously reported events were included in this follow-up record. Product return status 3 devices were evaluated in the field. Evaluation findings (results/components). 3 devices: material and/or chemical problem identified / coating material. Product disposition. 3 devices: scrapped by stryker.

Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events, 3 events were reported for this quarter. Product return status, 3 devices were evaluated in the field. Evaluation findings (results/components), 3 devices: material and/or chemical problem identified / coating material. Product disposition, 3 devices: product disposition is not yet determined. Additional information, 3 devices were not labeled for single-use, 3 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 3 events for the failure: flaked - 3 events had problem identified during non-clinical procedure; there was no patient involvement.